Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the daily shift check, the autopulse platform (B)(6) displayed user advisory (ua) 18 (max take-up revolution exceeded). The customer stated they reinstalled and restarted the autopulse platform, but the issue persisted. No further information was provided. No patient involvement.